Event description:
The report is from the study. The pt is a male with a history of severe cardiac and carotid disease, cardiac arrhythmia, congestive heart failure, myocardial infarction and hypertension. The pt had a recent mi (greater than 24 hrs and less than 6 weeks ago). The target lesion was the proximal left internal carotid. Pre-procedure stenosis was 90%. The lesion was 28mm long and 5mm. The lesion was pre-dilated. The lesion was moderately tortuous. A precise pro rx 9 x 40mm stent was deployed at the target lesion. An angioguard rx size 5 basket was successfully deployed and retrieved during the procedure. After stent deployment and before removal of the angioguard, the pt had a sudden onset ischemic stroke, with aphasia and right hemiparesis. The pt still had neurological deficit when he left the angiography suite. All deficits resolved fully in less than 24 hours with no treatment. The pt was discharged 6 days later.

Event description:
Addendum received 4/29/2010: new information shows that the patient's reported neurologic symptoms completely resolved after removal of the angioguard embolic protection device. The angioguard had become clogged with debris and after removal, there was a restoration of normal blood flow. The discharge summary specifically identified the neurologic deficits as transient and that the patient was neurologically intact at the conclusion of the procedure. No treatment was provided.

Manufacturer narrative:
New information was received. This event no longer meets the criteria for reportability (permanent injury or treatment).

Manufacturer narrative:
This is one of two products involved with the reported event. The associated MFR report number is 1016427-2009-00255. A review of the mfg documentation associated with these lots presented no issues during the mfg process that can be related to the reported complaint. Ischemic stroke is a well-known potential adverse events associated with the carotid stent implantation procedure. Stroke is associated with a stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. There is no evidence that mfg issues contributed to the event. No corrective action is required at this time. There was debris in the angioguard basket when it was removed from the pt. Review of the info suggests that vessel/lesion and procedural factors may have contributed to the reported event.